Event description:
Paramedics responded to a person complaining of chest pains. The pt was connected to the device with ECG leads and electrodes for cardiac monitoring. A few minutes later, the pt slumped over and went into cardiac arrest. The medics applied disposable defibrilation/ECG electrodes to the pt and pressed the charge key but, according to the reporter, the device alarmed "connect cable," and when they pressed the leads key to switch to paddles lead, the device again alarmed "connect cable." The pt was loaded into the ambulance for transport to the hosp along with the device for cardiac monitoring. An AED, make and model not reported, aboard the ambulance, was connected to the defib electrodes. The reporter said the AED was not used during transport because of motion alarm concerns and because the medics made a decision to drive non-stop to the hosp ed. At the ed, an unk number of shocks were delivered to the pt with an ed defibrillator but the pt was not resuscitated.

Manufacturer narrative:
H6: therapy cable, therapy connector. Medtronic evaluated the device and observed a low voltage pin broken off and stuck in the corresponding pin socket of the device's therapy connector.